Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was severely worn. There were contact marks on the metal part of the jaw and the distal end of the probe. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the ptfe pad might be worn because the user activated the subject device while grasping nothing. Also, there might get contact marks because the user activated the subject device while between the metal part of the jaw, which had worn pad, and the distal end of the probe were come in contact. The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified procedure, it was reported that the distal end of the subject device was damaged when the subject device was used. The intended procedure was completed with another device. No patient injury was reported. On march 21, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.